Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to a non-functioning device the patient had his inflatable penile prosthesis (ipp) removed and spectra penile prosthesis was placed on the right side. Upon explant of the ipp, the physician found several things wrong with the device. There was fluid loss and the left cylinder was not in the corpora proximally. The rear tip extender (rte) was not found on the left cylinder. They removed the reservoir, pump and cylinders. When trying to dissect the left corpora, they found no lumen to the corpora, only scar tissue. They placed the spectra device in the right side but could not find enough room for the left side to accommodate a cylinder. The patient status is fine. The physician expressed that the patient post op results will not be satisfactory since only one cylinder could not give a very good rigidity result. It was further reported that the inflation issues started 2-3 months prior to this surgery.